Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a prime rewind alarm during the occlusion test due to a protruded or loose drive support disk. The insulin pump had minor scratches on the lcd window, a cracked display window corner, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip. (B)(4).